Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure with perforation') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure (batch no. Ab0511-inv,a20061,a50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included breast feeding. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), metoclopramide hydrochloride (reglan) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain/chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), adjustment disorder with depressed mood ("psychological or psychiatric problems condition: depression due to my health issue"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue/chronic fatigue"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), alopecia ("hair loss"), fibromyalgia ("other injury(ies) or complication describe: fibromyalgia"), painful joints ("chronic pain of joints/ hips pain/ankles pain"), myalgia ("chronic pain muscles"), asthenia ("low energy"), bone pain ("bone pain"), neck pain ("neck pain"), back pain ("lower back pain"), shoulder pain ("shoulder pain") and pain in extremity ("leg pain/feet pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, systemic lupus erythematosus, pelvic pain, vaginal haemorrhage, menorrhagia, adjustment disorder with depressed mood, migraine, headache, tooth disorder, dysmenorrhoea, eye disorder, visual impairment, fatigue, weight increased, gastritis, alopecia, fibromyalgia, painful joints, myalgia, asthenia, bone pain, neck pain, back pain, shoulder pain and pain in extremity outcome was unknown. The reporter considered adjustment disorder with depressed mood, alopecia, asthenia, back pain, bone pain, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, gastritis, headache, menorrhagia, migraine, myalgia, neck pain, pain in extremity, painful joints, pelvic pain, perforation, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, visual impairment, weight increased and shoulder pain to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Lot no: ab0511-not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation nos. Lot# reported ab0511 is invalid . Lot number:a20061 manufacture date: 2012-06 expiration date: 2015-06. Lot number:a50511 manufacture date: 2012-09 expiration date: 2015-09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure with perforation') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure (batch no. A20061, a50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included breast feeding. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), metoclopramide hydrochloride (reglan) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain/chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), adjustment disorder with depressed mood ("psychological or psychiatric problems condition: depression due to my health issue"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue/chronic fatigue"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), alopecia ("hair loss"), fibromyalgia ("other injury(ies) or complication describe: fibromyalgia"), painful joints ("chronic pain of joints/ hips pain/ankles pain"), myalgia ("chronic pain muscles"), asthenia ("low energy"), bone pain ("bone pain"), neck pain ("neck pain"), back pain ("lower back pain"), shoulder pain ("shoulder pain") and pain in extremity ("leg pain/feet pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, systemic lupus erythematosus, pelvic pain, vaginal haemorrhage, menorrhagia, adjustment disorder with depressed mood, migraine, headache, tooth disorder, dysmenorrhoea, eye disorder, visual impairment, fatigue, weight increased, gastritis, alopecia, fibromyalgia, painful joints, myalgia, asthenia, bone pain, neck pain, back pain, shoulder pain and pain in extremity outcome was unknown. The reporter considered adjustment disorder with depressed mood, alopecia, asthenia, back pain, bone pain, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, gastritis, headache, menorrhagia, migraine, myalgia, neck pain, pain in extremity, painful joints, pelvic pain, perforation, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, visual impairment, weight increased and shoulder pain to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Lot no: ab0511-not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation nos. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information, lot no, other relevant history, concomitant drug , auto-narrative supplement, event: "essure with perforation" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.